Event description:
It was reported that during a pulmonary vein isolation to treat an atrial fibrillation, a faradrive steerable sheath was selected for use. During procedure, the sheath was taken out of packing and inserted into the body and connected to flush. The catheter was inserted into the sheath. Syringe was connected to the flush port and physician then aspirated to remove any air. Upon doing so, the physician noticed that the sheath was pulling air in, so the air was never able to be cleared from the sheath. The physician then took the sheath out of the body and used a new one. The procedure was completed using another device and no patient complications were reported. The device is expected to be returned. It was further reported that the lot number was not available, as the staff threw away the device packaging. Air was seen during the procedure, after the pre map and before ablation, when the farawave was being inserted. There were no abnormalities noted during sheath preparation. At the time of the event, a versacross connect dilator, non-boston scientific mapping catheter, and farawave catheter were inside the sheath. Irrigation method used was pressure bag. Bubbles were observed in aspiration syringe and no air went into the patient. The guidewire was pulled back slightly when inserting the farawave catheter in and then advanced once in the body of the sheath. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Inspection of the returned sheath noticed a kink towards the distal tip of the active shaft. This defect would not have contributed to the allegation of this event. Analysis of the returned sheath found both hemostatic valves torn by the center slit on the inner face which compromised the valves' ability to seal pressure and fluid within the sheath. These defects would have caused visible air bubbles/air ingression into the sheath and its interfacing device(s), resulting in the occurrence of this event. Lot number was not provided; therefore, a ship history of previous lots sent to the customer was reviewed. Device history record (DHR) review of the lots identified found no issues. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that during a pulmonary vein isolation to treat an atrial fibrillation, a faradrive steerable sheath was selected for use. During procedure, the sheath was taken out of packing and inserted into the body and connected to flush. The catheter was inserted into the sheath. Syringe was connected to the flush port and physician then aspirated to remove any air. Upon doing so, the physician noticed that the sheath was pulling air in, so the air was never able to be cleared from the sheath. The physician then took the sheath out of the body and used a new one. The procedure was completed using another device and no patient complications were reported. The device is expected to be returned. It was further reported that the lot number was not available, as the staff threw away the device packaging. Air was seen during the procedure, after the pre map and before ablation, when the farawave was being inserted. There were no abnormalities noted during sheath preparation. At the time of the event, a versacross connect dilator, non-boston scientific mapping catheter, and farawave catheter were inside the sheath. Irrigation method used was pressure bag. Bubbles were observed in aspiration syringe and no air went into the patient. The guidewire was pulled back slightly when inserting the farawave catheter in and then advanced once in the body of the sheath. The device is expected to be returned.